Manufacturer narrative:
The results of the investigation are not available at the time of this report. A f/u report will be submitted at the conclusion of the investigation.

Event description:
The event is reported as: the curved applier continually drops clips when inside the trocar. No pt injury reported or intervention reported.